Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass graft procedure, the surgeon was applying a clip to the mammary artery and the clip malfunctioned in a way that it cut the mammary artery. It was noted that there was a damage to the artery that was being occluded and to complete the case, the mammary artery had to be repaired.